Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. The sheath was noted to be bulged 0.3¿ proximal to the distal tip at the location of the pull ring. The sheath did not deflect in one direction due to the pull ring being pulled out of position and the detachment of one of the pull wires from the pull ring at the distal end of the sheath. The root cause was determined to be the absence of a gap between adhesive and the pull ring.

Event description:
This report is to advise of a displacement of the pull ring at the tip of the sheath.during the pvi pfa procedure using volt, after successfully ablating the ripv, the sheath stopped deflecting. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.